Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6009389, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009389 was manufactured according to the work instruction (wi), version 81 and packaging in the multivac 12, on 27/sep/2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set. The lot 4j04894 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. The lot 4j04016 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. The lot 4j04017 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 28/sep/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 4j04002 was glued according to the work instruction (wi) version 42, machine 04,05 and 08, on 25-sep-2024 with a total of (B)(4) units. The lot 4j05017 was glued according to the work instruction (wi) version 42, machine 04,05 and 08 on 27-sep-2024 with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing connector broken event on (B)(6) 2025. No further information available.